Manufacturer narrative:
No product has been returned for evaluation. Radiographs were provided and showed the device had migrated posteriorly. Comments from surgeon indicated that the patient's bone condition was poor and the posterior pedicle screws had loosened resulting in the migration which led to the revision. The construct was no longer stable due to the pedicle screw loosening and the migration was a secondary result. The surgeon does not believe the 4web interbody fusion cage was the cause of the need to revise.

Event description:
It was reported that during the patient's 6-week follow-up it was found that the implant migrated posteriorly. The company was notified that the patient required a revision surgery. No complications were reported to the manufacturer. The patient is doing well post-operatively. It is unknown which device is related to the reported incident. Therefore, both devices are being reported. (Device 2 of 2).